Event description:
A report was received that alleges that the pilot balloon valve become damaged which did not allow inflation of the in situ. Tracheostomy tube. Replacement was required. No incident related medical sequela was reported.

Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device eval. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the eval.